Event description:
Caller states the pt tested 2.7 inr on the coaguchek xs system and 1.6 inr on a comparison lab. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.